Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high thresholds and high out-of-range (oor) pacing impedances on the left ventricular (lv) lead, measuring greater than 2000 ohms. It was noted the lv lead was capturing and sensing appropriately. The lead configuration was reprogrammed. This crt-d and lv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed as the conclusion code was updated.